Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient due to an inhalation autozero failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician reported the device was failing testing during service evaluation. The ventilator was returned to the manufacturer for analysis.

Event description:
The device was returned to the manufacturing facility for evaluation. The reported vent inop occurrence was duplicated during evaluation and testing. Analysis of the device three station solenoid revealed an electrical open at the inhalation solenoid windings. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Ventilator to be returned to manufacturer for evaluation.

Manufacturer narrative:
(B)(4)